Event description:
Bayer case number: (B)(4). Abdominal pain [abdominal pain], alopecia effluvium [alopecia effluvium], fatigue [fatigue] , memory loss [memory loss] , impaired concentration [concentration impaired] , loss of morale [low mood] , dry eyes [dry eyes], headaches [headache] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 05-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. E71802) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), diffuse alopecia ("alopecia effluvium"), fatigue ("fatigue"), amnesia ("memory loss"), disturbance in attention ("impaired concentration"), depressed mood (" loss of morale"), dry eye ("dry eyes") and headache ("headaches"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, diffuse alopecia, fatigue, amnesia, disturbance in attention, depressed mood, dry eye or headache. The reporter commented: period of occurrence: several years ago patient¿s current status: personal and professional difficulties. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] alopecia effluvium [alopecia effluvium] fatigue [fatigue] memory loss [memory loss] impaired concentration [concentration impaired] loss of morale [low mood] dry eyes [dry eyes] headaches [headache] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 05-feb-2025. The most recent information was received on 18-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted (lot no. E71802) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), diffuse alopecia ("alopecia effluvium"), fatigue ("fatigue"), amnesia ("memory loss"), disturbance in attention ("impaired concentration"), depressed mood (" loss of morale"), dry eye ("dry eyes") and headache ("headaches").essure was removed on (B)(6) 2024. The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, diffuse alopecia, fatigue, amnesia, disturbance in attention, depressed mood, dry eye or headache. The reporter commented: period of occurrence: several years ago patient¿s current status: personal and professional difficulties. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Batch number. E71802, expiration date: 2018-11-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-feb-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.